Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2017-73884

Event description:
An optometrist reported a patient presented with peripheral diffuse lamellar keratitis (dlk) at two days post lasik procedure of the left eye. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage and the dlk resolved.